Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer's blood glucose was 65 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as vomiting and not feeling well. The customer stated that they treated the high blood glucose with back-up plan. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The insulin pump will be returned for analysis.